Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. It was reported on (B)(6) 2012, that the tabs were locked and the case was only open on one workstation. Merge completed an sql maintenance which resolved the issue. The system is designed to allow users to lock a study or tab within the study to make changes. This ensures that two users can not make changes to the same study at the same time. However, in some instances the system will lock tabs within a study even when a second user does not have the study open on a different workstation. This "phantom" lock mimics the behavior described above except the lock is not caused by a second user but by the sql table. The lock might prevent users from calculating certain calculation that are required during the procedure since height and weight might be unavailable. (B)(4).